Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy surgical procedure that the maryland bipolar forceps instrument had an unspecified issue with the wire. There were no reports of patient injury. Intuitive received the following additional information via follow up: the instrument developed a broken wire during the procedure. The issue was resolved by using a backup instrument.